Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was failed calibration in an arctic sun device. Unit could not be cooled below 6 degrees. Per sample evaluation results on 18aug2025, water leaking around the chiller pump. Double bend tube was found installed backwards. This led to flow issues seen throughout functional testing. The device leaked from the front tank seal around the circulation pump outlet tube due to tears in the seal. The circulation pump outlet tube was found expanded to the point it no longer held the diverter.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A visual inspection of the component confirmed that the circulation pump outlet tube was found expanded. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was failed calibration in an arctic sun device. Unit could not be cooled below 6 degrees. Per sample evaluation results on 18aug2025, water leaking around the chiller pump. Double bend tube was found installed backwards. This led to flow issues seen throughout functional testing. The device leaked from the front tank seal around the circulation pump outlet tube due to tears in the seal. The circulation pump outlet tube was found expanded to the point it no longer held the diverter.